Manufacturer narrative:
Follow-up #1: date of submission 04/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient was hospitalized for a blood glucose of 40 mmol/l with vomiting, extreme thirst, frequent urination, and large ketones; the reporter indicated that the patient was treated with insulin via injection, and intravenous fluids. The pump was reviewed with the reporter. All of the pump settings were confirmed to be programmed correctly. The pump bolus history matched the programmed boluses and was reflected in the total daily dose. The reporter indicated that the basal history matched the active basal rates but the total daily dose history did not correctly match; no cause of this variation was found during troubleshooting. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with a potential delivery inaccuracy issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.